Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer received low battery or replaced battery alert. This is the second occurrence of low battery alert.. Troubleshooting was performed successfully however, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the pump alarmed failed battery test. Pump passed displacement test, self test, active current measurement and sleep current measurement. No failed battery test noted during test. Pump successfully downloaded to thumps. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed failed battery test on (B)(6) 2021 16:42:21.000 in pump downloaded history due to corroded battery tube. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. No failed battery test noted during test. However, verified pump alarmed failed battery test on september 09, 2021 16:42:21.000 in pump downloaded history due to corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.